Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator screen froze and the ventilator would not switch off until the battery ran out. There was no patient involvement.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, the display froze at the six images screen. The device operating system software was updated and the device passed all testing.